Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing intermittency issues. External equipment has been exchanged and programming adjustments have been made; however, the issue did not resolve. The recipient is reportedly not wearing the device. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the bottom cover, as well as a severed electrode, and a dented bottom cover. The device passed photographic imaging inspection. System lock was obtained only at certain spacing.. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed some of the mechanical tests performed. The device failed the residual gas analysis test limit. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issues from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This older device configuration in not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.